Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Date of event: unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that the device used in a hemicolectomy procedure; patient returned to theatre with alleged anastomosis breakdown. The investigation implicated the possible failure of the device. Could not rule this in or out. "No further information available as reporter details have not been disclosed (confidential)."